Event description:
Additional information was received. It was reported that the patient had renal failure, which the investigator assessed to be not device but procedure related. The patient was given medication however, the event is continuing. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
A valiant captivia stent graft system was implanted in zone two for the endovascular treatment of a 39 mm diameter thoracic aortic aneurysm. The lsa was intentionally covered. The diameter of proximal aortic neck was 34 mm, length of proximal neck was 20 mm, minimum diameter of main access vessel was 10 mm, smallest diameter of true lumen was 3 mm and maximum aortic diameter at the level of smallest diameter of true lumen was 24 mm. There was renal malperfusion. Adverse event was reported that the patient suffered from acute respiratory distress syndrome during the procedure. The patient suffered from mendelson¿s syndrome at anesthesia induction. Non-invasive ventilation was used. Event resolved and the patient recovered. The investigator assessment states that the event is not device related, but is related to the procedure. Adverse event was also reported that the patient suffered from cerebrovascular accident (cva) ¿ stroke. The cva occurred in the post -operative period, diagnosed on an angioirm. Medication was given. After ICU discharge the patient showed no signs of cva. Event resolved and patient recovered. The investigator assessment states that the event is not related to the device or procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional review revealed that preterminal renal failure due to nephroangiosclerosis diagnosed preoperatively, became terminal during the procedure due to injections of iodine. The patient had reportedly been warned and had agreed. The patient was being treated for a pre-implant thoracic aortic dissection. Additional information received reported that there was another intervention not related to the thoracic endovascular aneurysm repair (tevar), specifically an arterio-venous fistula. It was also noted that the patient took advantage of the arterio-venous fistula and was included in a renal transplant list.

Manufacturer narrative:
(B)(4).